Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. Hal software error detected alarm found in the pump history due to software error (esf3010978). The main arm cannot communicate with the motor arm alarm found in the pump history due to electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that insulin pump did passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.